Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, animas received notification, alleging a power (no power) issue. There was no indication of damage to the pump. The yellow o-ring reportedly was not visible. There was no indication that the product caused or contributed to an adverse event. This complaint is reportable because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/22/2016 with the following findings: the pump was able to power on with auditory and vibration tone; however, the display remained blank. The remaining steps for the reported, ¿no power¿ issue unable to be completed due to the blank display issue. The pump¿s cover was removed; there were no intermittent conditions found to the printed circuit board. Further investigation revealed an eeprom failure. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.